Event description:
It was reported that during a stenting treatment procedure, a stent fracture occurred. Vascular access was obtained via the brachial artery. The 87% stenosed, 16 x 2.75mm, eccentric, de novo target lesion was located in a severely tortuous and moderately calcified proximal and mid right coronary artery. The target lesion had a significant bend between 45 and 90 degrees. Following predilatation, the lesion was 70% stenosed. The 3.00 x 16mm promus element stent delivery system (sds) was introduced and the stent delivery balloon was inflated to 16atms; however, it was noted that a stent fracture occurred. The whole device was removed from the patient and it was noted that the patient experienced chest pain and bradycardia. The procedure was completed with a 2.75x16mm and a 3.0x10mm promus element stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, a stent fracture occurred. Vascular access was obtained via the brachial artery. The 87% stenosed, 16 x 2.75mm, eccentric, de novo target lesion was located in a severely tortuous and moderately calcified proximal and mid right coronary artery. The target lesion had a significant bend between 45 and 90 degrees. Following predilatation, the lesion was 70% stenosed. The 3.00 x 16mm promus element stent delivery system (sds) was introduced and the stent delivery balloon was inflated to 16atms; however, it was noted that a stent fracture occurred. The whole device was removed from the patient and it was noted that the patient experienced chest pain and bradycardia. The procedure was completed with a 2.75x16mm and a 3.0x10mm promus element stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device avail. For eval, returned to MFR on, device returned to MFR, device evaluated by MFR. Device evaluated by MFR: a visual examination of the returned device noted a shaft hypo tube break located approximately 210mm the distal edge of the catheters strain relief. Microscopic examination of the balloon profile, and stent found no evidence of damage present. Microscopic examination of the stent found no evidence of a stent fracture present. No further damage was noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).